Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The table hand control was replaced, and the customer was instructed on proper use of the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and would not perform fluoroscopic x-ray. No patient injury was reported.